Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that around 10 am he ate 2 packs of crackers and gave insulin and at 12 pm blood glucose level was 410 mg/dl then takes forever to get it down and the current blood glucose level was 258 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that drive support cap was normal. Customer was alleging insulin pump was under delivering due to constant high blood glucose. The displacement verification test was passed. The device will not be returned for analysis.